Event description:
Yesterday (B)(6) 2026 the surgical tech loaded the malyugin ring, gave to doctor to insert, dr. (B)(6) went to insert it. Doctor inserted in patient eye, it did not insert properly. One of the loops was not in a perfect loop. The doctor removed it. The or nurse gave a new one to surgical tech. The tech proceeded to load it, gave it to the doctor. The malyugin ring is inserted properly in patient's eye . The surgery went well. No patient injury.